Manufacturer narrative:
Hill-rom technical support found the bed exit not functioning correctly most likely due to a bad external buzzer kit. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom technical support has made three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit is not loud enough. The bed was located at the account in the shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).